Event description:
It was reported that pulmonary edema occurred. A left atrial appendage (laa) closure procedure was completed using a 27mm watchman flx laa closure device with delivery system (wds). At an unspecified time following the implant procedure the patient presented to the hospital with pulmonary edema. The patient was admitted to the intensive care unit and underwent diagnostic testing. Seven days post hospital admittance the patient was discharged.